Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012 at (B)(6). On (B)(6) 2015 [pt] underwent a procedure to remove the tilted filter. Post-op image revealed the filter arm in left ventricle. On (B)(6) 2016, [pt] underwent open-heart surgery to remove filter arm, but it could not be retrieved". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigatinal findings: investigation is solely based on event description. No product was returned. No imaging was provided. It is assumed that the filter allegedly fractured during removal procedure, and that the filter leg then migrated to the heart. However, based on the limited information provided, it is not possible to comment on or determine the root cause of the allegedly fractured filter leg in the left ventricle. Also, it is not possible to comment on the filter tilting during implant period. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, in this case it is assumed the tilted filter fractured during retrieval and not during the implant period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. On (B)(6) 2015 [pt] underwent a procedure to remove the tilted filter. Post-op image revealed the filter arm in left ventricle. On (B)(6) 2016, [pt] underwent open-heart surgery to remove filter arm, but it could not be retrieved". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per chest CT, dated (B)(6) 2019, " again seen are artifacts related to metal fracture fragments from ivc filter overlaying the pericardial fat and posterior ventricular wall. These appear grossly unchanged".

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from computerized tomography (CT): "metal ivc fragments in the posterior wall of the left ventricle and pericardial fat, unchanged in position since 2017."

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. (B)(4) in lot. No relevant notes on wo for device. Three other complaint on lots# three other complaint on lots#; (B)(4) these were for some similar and some unrelated clinical issues ((B)(4): vc perforation; tilt; embedment; post-implant dvts; unable to be retrieved. (B)(4): unable to be retrieved. (B)(4): no adverse events reported, customer dissatisfaction) and no evidence to suggest that device was not manufactured according to specifications. Complaints associated with mdl 2570, cook ivc filters, are categorized as complaint priority 1, 2 or 3 . Device failure analysis and clinical assessment for complaint priority 1 will not be conducted. This complaint will be reopened if/when further information is obtained. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2785518 lot. (B)(4). PMA/510k: k090140. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 21mar2017 as follows: pt allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to motor vehicle accident trauma and pulmonary embolism. Filter leg is present in the left ventricle. Attempted retrieval of filter performed on (B)(6) 2015. Another attempted retrieval performed (B)(6) 2016.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture (on retrieval- leg in situ), tilt, difficult to retrieve, embedded, open surgery'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. 02/17/2017/efn: investigation is solely based on event description. No product was returned. No imaging was provided.

Manufacturer narrative:
Exemption number e2016032e. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to motor vehicle accident trauma and pulmonary embolism. Filter leg is present in the left ventricle. Filter was retrieved on (B)(6) 2015 . A fragment was retained, presumed to be within the right ventricle, attempted retrieval for the fragment was performed (B)(6) 2016.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect. (B)(4). Re-investigation in progress based on updated information.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012." On (B)(6) 2015 [pt] underwent a procedure to remove the tilted filter. Post-op image revealed the filter arm in left ventricle. On (B)(6) 2016, [pt] underwent open-heart surgery to remove filter arm, but it could not be retrieved." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect. (B)(4). Summary of investigational findings: investigation is solely based on event description. No product was returned. No imaging was provided. It is assumed that the filter allegedly fractured during removal procedure, and that the filter leg then migrated to the heart. However, based on the limited information provided, it is not possible to comment on or determine the root cause of the allegedly fractured filter leg in the left ventricle. Also, it is not possible to comment on the filter tilting during implant period. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, in this case it is assumed the tilted filter fractured during retrieval and not during the implant period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012." On (B)(6) 2015 [pt] underwent a procedure to remove the tilted filter. Post-op image revealed the filter arm in left ventricle. On (B)(6) 2016, [pt] underwent open-heart surgery to remove filter arm, but it could not be retrieved." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.